Event description:
Resident was found with head and neck caught between rails and mattress. Resident did routinely use the siderail to assist in repositioning. Autopsy reported asphyxiation cause of death.